Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that an artifact appeared on images. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the reported issue that artifacts were present on scan images. The fse visually inspected the system and found a cracked compensator in the a-plane collimator. The fse replaced the a-plane collimator to resolve the issue. The philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The system is in clinical use. This issue has been determined not to be a reportable event.